Event description:
It was reported that the manufacturer's representative got a call from the patient one day before day of report. The patient reported that he was due to have his non-rechargeable implantable neurostimulator (ins) replaced. It was noted that it was being replaced due to normal battery depletion, but it was noted that "the day before yesterday" the patient began to have a tickling sensation in the pocket and when he lays on it, it turns to a burning sensation. (B)(6) 2014 vm (rep): no new information. (B)(6) 2014 lfc (hcp): additional information reported there were ¿no¿ malfunctions seen. It was stated the interventions were ¿working well¿ and that it was ¿just a battery replacement.¿ it was noted the patient¿s therapy was ¿good functioning¿ at the time of follow-up.

Manufacturer narrative:
Concomitant products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3998, lot# j0542974v, implanted: (B)(6) 2005, product type: lead. (B)(4).